Event description:
It was reported that a pt underwent a revision surgery of an roi-c vertebridge interbody fusion construct at c3-c4. Preliminary investigation to date indicates that during the original surgery, the surgeon followed the surgical technique, however, the surgeon reported having difficulty impacting one of the anchoring plates. The surgeon placed an anterior cervical plate placed over the roi-c construct and completed surgery. It has been noted internally that a large anchoring was used with an h6mm cage contrary to the documented surgical technique for roi-c. Immediately post-op, the pt had adverse neurological symptoms (no movement of extremities) and the entire roi-c construct and cervical plate were removed and replaced with a second c3-c4 allograft fusion with plate. To date, the pt status is limited movement of legs and no movement of arms. Investigation into this event is on-going.

Manufacturer narrative:
The field experience of impedance measurement anomaly was verified via data stored in the device. The device's header was inspected. The setscrew cavity was found filled with septum material, preventing proper insertion of the torque driver. The high ventricular lead impedance measurement is believed to be caused by poor lead-setscrew connection in the header due to a stripped vtip setscrew.

Event description:
After implant, high impedance was observed. The pocket was reopened to test the leads. Normal values were observed. When trying to re-insert the lead into the device, one of the setscrews was stripped. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.